Event description:
Additional information reported the patient had a loss of stimulation on the right, not on the left side.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Intervention required was accidentally checked on initial report. There are no outcomes attributed to the adverse event.

Event description:
.

Event description:
It was reported, the patient had a loss of stimulation on the left and the two left leads were no longer programmable. Intervention involved replacing the lead. X-ray did not show any lead fractures. The event was still ongoing and noted as related to the device or therapy and not related to the implant procedure. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported that the two left leads were no longer programmable due to out of range impedances. The device was interrogated and showed out of range impedances.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of lead va07lh4 (1) revealed no significant anomalies. The lead body conductor was broken. Analysis of the second lead va07lh4 (2) revealed no significant anomalies. The lead body was cut through and the product was segmented.

Manufacturer narrative:
Concomitant medical products: product ID: 3888q45, lot# va07lh4, implanted: (B)(6) 2013, product type: lead. Product ID: 37744q, serial# (B)(4), product type: programmer, patient. Product ID: 3888q45, lot# va07lh4, product type: lead. (B)(4).

Event description:
Additional information received reported the event resolved without sequelae on (B)(6) 2014.

Event description:
Additional information reported the patient had a loss of coverage in right sided leads. The stimulator was also replaced during the lead replacement. There was no injury to the patient and the event was considered recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.